Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.1mm vicm5_12.1 implantable collamer lens, -10.00 diopter, tore during loading and there was no patient contact. The cause of the event was unknown.

Manufacturer narrative:
B5: the patient suffered a cataract during the incision. Claim#: (B)(4).